Event description:
A dual-filter sentinel cps device was utilized as an accessory cerebral protection filter device during a transcatheter aortic valve replacement (tavr) procedure. The patient anatomy was mildly tortuous and there was calcification present on the aortic valve. The proximal filter of the sentinel cps device was deployed without issue. The physician then attempted to get the distal filter placed for 4-5 min, but was unable to since the turn from the brachiocephalic artery to the left common carotid artery was short and the catheter was too far advanced. Since the distal filter could not be placed, the physician opted to re-sheath the proximal filter and remove the sentinel device. The tavr procedure began a few minutes later without the sentinel device in place. The physician crossed the aortic valve with a pigtail catheter and the patient began showing signs of agitation. A jr4 catheter was used to select out the left and right carotid arteries to check for damage. The right carotid and innominate had no perforation or dissection. The left carotid artery showed there was no dissection or perforation but there appeared to be no blood flow into one of the cerebral branches of the brain leading to the lower lobe of the brain. Note: the sentinel device never entered the left common carotid artery. The onsite stroke team confirmed a stroke occurred. The patient experienced a myocardial infarction later that evening and expired. An independent physician evaluated the catheter lab procedure report, cerebral angiogram, and procedural fluoroscopy imaging as well as additional clinical information. Based on the information provided, the root cause of the stroke and/or the potential contribution of the sentinel device could not be definitively determined.